Event description:
It was reported that: the patient states that her thigh sometimes gives out and buckles when walking and after minimal exercise, particularly of the thigh and hamstring. Occasionally she uses crutches for stabilization. The problems began approximately one year after the implant. She periodically experiences pain at the implant site and the outer thigh. Over time the buckling and pain are occurring less frequently. The patient also reports that her pelvis and left leg showed extensive bruising two months after the surgery which lasted for about eight weeks. She does not know the cause of the bruising.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.